Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.